Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 11/12/2021 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, g1 additional information was requested and the following was obtained: what is the initial procedure? :unknown. What is the procedure date? Unknown. Could you please confirm when did the issue occurred? Pre-op or intra-op? :intra-op what is the lot number? :rcmkqr.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the initial procedure? What is the procedure date? Could you please confirm when did the issue occurred? Pre-op or intra-op? What is the lot number?

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in 2021 and suture was used. During the procedure, the needle separated from the suture. No adverse patient consequences were reported. Additional information was requested.